Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles, broken shell, and a dark circle around the patch. A weight test of the explanted material was verified and it was underweight. Microscopic analysis of the returned device identified: a curved striated opening on posterior side assessed as surgical damage, a broken shell with striated edge on posterior side assessed as surgical damage, and broken shell with sharp edge on posterior side assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage, broken shell with striated edge assessed as surgical damage, and a broken shell with sharp edge assessed as unidentified(tear) opening.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.